Manufacturer narrative:
Awareness date reported as (B)(4) 2013; however, device was manufactured in july 2013. Device complaint was reported to european complaint handling unit (B)(4) 2014. Multiple requests for clarification of awareness date have been made. Device is an instrument and is not implanted/explanted. A review of the device history records was completed: the manufacturing documents were reviewed and no complaint related issues were found. No ncr's or other deviations are documented. A product development investigation was completed: the product was received with no visible damage. The battery shows no irregularities. The battery capacity is on a sufficient level. It is likely the reason for the complaint may be a reversible capacity loss due to long storage. According to the universal battery charger ii instructions for use and the battery bpz se_015063, when a battery is new or not used for a period of time it has to be refreshed on universal battery charger ii to reach its full performance and capacity. After refreshing the battery the capacity is ok. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported that the device was showing that battery was charged but when they try to use it there is no charge and it wound right down so they cannot use it. No patient was affected. This is report 1 of 1 for (B)(4).